Event description:
It was reported that guidewire coating issue occurred. The patient was scheduled for arteriography and lower limb angioplasty. The 70% stenosed target lesion was moderately tortuous and moderately calcified. A 300cm angled tip v-14 control wire was advanced with a 0.14 non-boston scientific support catheter. However, while the wire was inside the patient, the guidewire loses its hydrophilic coating and failed to navigate. The entire system was removed intact. The procedure was cancelled/rescheduled. No patient complications were reported.